Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Rep reported this patient began feeling stimulation in their chest. Pacing impedance has increased slightly in the last few months. Sensing decreased steeply in (B)(6) 2020 and has since started increasing again. Pacing threshold increased to 5.2 at the end of (B)(6) 2020, likely due to non-capture during the capture control algorithm. Pacing threshold was found to be 4.0v on (B)(6) 2020. Lead is being evaluated my physician for integrity concerns. Should additional information become available, it will be added to this file.